Event description:
The customer returned the ultrasound gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigation indicates that the ultrasonic connector was sticky, the cable unit and the scope connector were dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.